Event description:
Customer reported that the insulin pump is not delivering what they entered and their blood glucose readings have been running high. Customer reported feeling unwell and having mild ketones. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history caused by an empty reservoir. Customer also mentioned having a bent cannula. Customer's blood glucose reading at the time of the call was 545 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.